Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was in the hardware backup vvi mode due to code corruption and the device reaching elective replacement indicator. A firmware download could not be performed. The device was explanted and replaced. The patient was discharged from the hospital and is doing fine.